Event description:
A dialysis facility reported that a pt complained of cramps and vomited during a hemodialysis treatment. He was given 500 cc. Of saline. His pre wt was 86.5 kg and post wt was 81.4. Dry wt listed was 84.5 kg. Based on the reported wts and saline given, there appears to be an excessive fluid loss of 3.6 kg. The pt was discharged feeling weak. There was no serious pt injury.